Manufacturer narrative:
Zimmer biomet complaint (B)(4). The product was not returned. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame over which the products were manufactured. Review of device history records found these units were released to distribution with no deviations or anomalies. Completion of the investigation relayed to zimmer biomet (B)(4) via etq. Requested contact to verbally relay results to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent total hip arthroplasty on an (B)(6) 2016. Subsequently, the patient was revised on (B)(6) 2016 due to the cup not seating correctly. During the procedure the shell, liner, and head were removed and replaced.